Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the fourth fill cycle of peritoneal dialysis therapy. Per the patient, there was a loose bag connection. There was no patient injury or medical intervention associated with this event. No additional information is available.